Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose. Customer stated that emergency medical technician came to treat the patient. Customer's blood glucose was 28 mg/dl. Customer reported also that there a 911 call for high blood glucose. Customer was treated for low blood glucose with IV, dextrose 50 possible 2. Customer was wearing the insulin pump at the time of the incident. No further information provided.